Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Analysis of the device memory indicated a p-wave amplitude measurement issue. Small and variable p-waves indicated.

Event description:
It was reported that the epicardial right atrial (ra) lead exhibited undersensing and small variable p-waves. It was also noted that the epicardial ventricular lead exhibited chronically low impedance and failure to output due to the atrial undersensing. The ra lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.